Event description:
Customer called for assistance after accidentally entering the load process again. Tandem technical support (cts) assisted them with changing their cartridge and resuming insulin delivery. The customer called back the next day asking for help with changing out their site as their blood glucose level had risen to 600 mg/dl. Cts walked customer through the site change and customer was able to deliver a 3.5 unit bolus. Cts followed up several days later and customer said their blood glucose levels were going down.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.